Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are over filling during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 5 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: it was reported that tubes are overfilled. Additionally, on 2020-02-20 the bd sales consultant provided the following additional information: spoke with the customer and discussed the pictures with him. Some of the tubes are not overfilled, and he agreed. He said that the lab is rejecting them, but has spoken to them about not rejecting the ones where a space can be seen been the bottom of the cap and the blood. Both he and the lab have multiple copies of the citrate draw tube volume guide.

Event description:
It was reported that tubes are over filling during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 5 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: it was reported that tubes are overfilled. Additionally, on (B)(6)2020 the bd sales consultant provided the following additional information: spoke with the customer and discussed the pictures with him. Some of the tubes are not overfilled, and he agreed. He said that the lab is rejecting them, but has spoken to them about not rejecting the ones where a space can be seen been the bottom of the cap and the blood. Both he and the lab have multiple copies of the citrate draw tube volume guide.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for draw volume/ overfill with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 295453. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.